Event description:
The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that the patient is receiving ineffective therapy relief. Efforts to resolve this issue through reprogramming yielded limited success. No further information is available. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.